Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2010 and a sling and an ams elevate were implanted. The patient experienced mesh erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, acute and chronic nerve damage and pain, pudendal nerve damage, pelvic floor damage, chronic pelvic pain, urinary and fecal incontinence, prolapse of organs,and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The mesh removed on (B)(6) 2010, due to erosion, pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted. It was reported that patient underwent cystoscopy, evacuation of clots with cauterization of bleeders, exploration of pelvis and bladder and closure of bladder laceration on (B)(6) 2010, due to bladder laceration. No additional information was provided.

Manufacturer narrative:
(B)(4): dyspareunia; prolapse occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh removal with repair of cystocele martius fat pad graft and vaginal exploration due to erosion on (B)(6) 2011. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.